Event description:
Reportedly, samples of sizers were cracked and returned for eval.

Manufacturer narrative:
Evaluation summary: the sizer was in a sealed autoclave package, and is part of a set: 19mm, 21mm, 23mm, 25mm, 27mm. Cylindrical end and the replica end exhibit crazing and cracks at polysufone plastic connection to the handle rod. Both ends are attached and intact, no missing pieces detected.